Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the cause of the issue was the discrepancy between the brushing method implemented at the facility and the brushing method recommended by the instructions for use (IFU). The instructions for use (IFU) provides the following guidelines: brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Channel cleaning brush (bw-20t): insufficient brushing may pose an infection control risk. Visually check for debris on the shaft and/or the bristles of the brush head. If there is debris on the brush, immerse the brush in the water as described in section 3.2, ¿water (for reprocessing)¿ and clean the brush until no debris is observed on the brush.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the user facility. Per the customer, the problem was first noticed during an esophagogastroduodenoscopy (egd) diagnostic procedure. There were no other devices involved in the event. The intended procedure was completed and there were no delays. No other devices were replaced during the procedure. The accessories used with the scope were compatible. The device was inspected before use. There was no other physical damage to the control body of the scope, connector, light guide cable or insertion tube. No coils or kinks on the insertion tube or light guide cable and the device did not sustain deep impact. All connections and cables were secure. This device will not be returned to olympus.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) had communicated with the reporter. The customer stated the facility would be implementing three (3) months of reprocessing audits on all employees. The ess offered the customer a reprocessing in-service and observation for the employees. The customer stated they would contact the ess to schedule an in-service once there was availability in the schedule. The customer also noted the scope would not be sent in for any type of evaluation. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there may be a potential cross-contamination issue with the evis exera iii gastrointestinal videoscope that was used during a diagnostic procedure. When a biopsy forcep was advanced through the instrument channel, a tissue like substance came out of the tip of the scope. The customer thought that the issue may have been due to new staff training in the reprocessing area who did not properly brush the channels of the scope. The customer had expressed the possibility of changing the brushing process to brushing all ports three (3) times each instead of "until clean," which was recommended by olympus. No patient harm was reported.